Event description:
It was reported that the gastrointestinal videoscope exhibited an e315 scope communication error code. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely fluid invasion into the scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.